Manufacturer narrative:
One (1) sample photo was returned but was unable to confirm the complaint from the photo provided. One (1) used. List #011-cl3187, 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter , one (1) used infusion set , one (1) used, chemolock injector; one (1) used, chemoport spike, as received an unknown white particulate floating inside the drip chamber was observed. Some scratching inside the dry chamber was observed. Complaints of particulate matter can be confirmed based on the physical samples returned by the customer. No assignable cause related to ICU medical product manufacturing or design was identified. The reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where it was reported sheering of plastic when chemolock spiked with fres krabi line resulting in plastic particles evident in drip chamber of line¿it was also mentioned that the incidents happened on same day with two different chemolock products but the same lot number of fres kabi lines being spiked into the chemolock. The event occurred during priming. Someone became aware of the issue when the particles were seen in drip chamber. The medication used was saline. There was no patient involvement, no delay in therapy, and no adverse event or no one was harmed by the reported event